Event description:
The customer contacted baxter's technical service center reporting that the caregiver (cg) disconnected the supply bag and connected it to the heater bag during an alarm on the homechoice (hc) while in fill. The home patient (hp) had solution in the heater bag. The technical service representative (tsr) assisted the hp with ending therapy and reviewed the alarm. The caregiver (cg) contacted product surveillance (ps) on (B)(6) 2012 regarding the disconnection/reconnection of the supply bag. Per the cg, the peritoneal dialysis nurse (pdn) had changed the home patient (hp)'s solutions. The cg stated when the homechoice (hc) alarmed, she thought she needed to move the solution bag to the heater line. The cg stated she knows the correct setup procedures and is aware of possible contamination if there is a disconnection/ reconnection of the supplies. The cg stated she contacted the pdn regarding the alarm, disconnection/reconnection of the solution bag and the missed therapy. The cg stated they ended therapy after the alarm and the hp resumed therapy on the cycler the following day. There was patient involvement. No medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check patient line, patient disconnected and reconnected the patient line without following proper emergency disconnect procedure, which is a use error/poor aseptic technique. This review finds the labeling adequate for the related use error(s) in the complaint.